Event description:
Additional information was received that the issue was discovered in presence of the sales rep. The event occurred during a system check up. The stim return located under the stimulus setting on the monitor was not showing 0. There were no visual and audible indicators that alerted the user of the issue. There were no error codes displayed. The issue was not resolved by repositioning or troubleshooting. The device was working in wireless mode. There was no patient involvement.

Manufacturer narrative:
H3: it was found in the analysis that the crm card as the unit did not work wirelessly. While examining the patient interface noticed that the batteries are over 2 years old and loose connectors on the afe board. Missed to populate event context and patient involvement in event description. Correction b5 : updated the event description. H6: fdm b21, fdr c21, imf f24 and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface was not connecting in wired mode. There was no known patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.